Event description:
A (B)(6) female patient with obstetric trauma was implanted with an acticon device on (B)(6) 2003. On (B)(6) 2007, the entire device was removed and replaced due to fluid loss and recurring incontinence. Hospital not returning the explanted device, unable to follow-up. No further information was provided.

Manufacturer narrative:
Add'l catalog #'s: 72402105, 72402287; (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.